Event description:
It was reported that using an unspecified artery access approach during a procedure of the non-tortuous, heavily calcified, chronic totally occluded (cto) proximal to mid left anterior descending artery (mlad) lesion, after pre-dilatation with a 1.5 x 3.0 mm unspecified balloon dilatation catheter the 3.5 x 38 mm xience xpedition stent was deployed on the proximal side fo the lesion and a 2.75 x 30 mm non-abbott stent was deployed on the distal side of the lesion. Intravascular ultrasound (ivus) was performed and confirmed that the proximal side of the xience xpedition stent was not apposed to the vessel wall. Post-dilatation was performed for the xience xpedition stent at 20 atmosphere (atm). Ivus was again performed and confirmed that the total stent length for both stents reached 72.2 mm; the physician suspected that the xience xpedition stent was elongated. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the anatomy; it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.